Event description:
Patient presented with hip pain so doctor removed implants and proceeded to distally fixed modular stem with acetabular shell. No other information per hospital protocol.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Event description did not identify any product discrepancy. As the item was not clearly identified it was classified as associated item. Device was not returned.

Event description:
Patient presented with hip pain so doctor removed implants and proceeded to distally fixed modular stem with acetabular shell. No other information per hospital protocol.